Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and receive request to rewind the insulin pump and complete rewind. Customer performed self test and it was passed. Customer stated screen was solid white. Customer was not calling back after installing a new battery, monitoring pump for 2 hours, and frozen display recurred. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
The pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, and occlusion test. Test p-cap locks properly into reservoir compartment. No pump error 63 was noted during testing. Pump's history and trace files downloaded successfully using thus software. Pump error 63 was present in the history download on event date of (B)(6) 2022 at 10:46pm (variable info = 15). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The j1 connector was cracked after testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and corroded battery tube pump error 63 was confirmed in the formatted history file (variable info = 15) due to a hardware error isolated to the electronic assembly. Partial display was not confirmed. Moisture damage was confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.